Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the implant procedure, the patient developed an infection. There was puffiness and dark drainage from the incision site. The patient developed a rash. The infection was treated with antibiotics. The event was resolved without sequelae.